Event description:
It was reported that the wake button was sticking. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy while a replacement pump was sent out.